Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that a continuous alarm occurred when the patient attempted to switch from battery power to the power module. The patient switched back to battery power and the alarms resolved by themselves. The patient was asymptomatic during these alarms. The customer suspected driveline fatigue. Log file analysis captured several atypical power cable disconnects when the patient was connected to batteries and wall power; these appeared to only occur on the black power cable. Additionally, the log captured a pump stop caused by the controller being disconnected; the cause of the controller disconnection was unknown. The log files did not show evidence of driveline damage. Related system controller MFR #: (B)(4).

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the submitted log file did not reveal any device related issues with heartmate ii left ventricular assist system (lvas), serial number (B)(6). The submitted epc log file contained data spanning from timestamp day 1323 hour 13 minute 3 through day 1331 hour 9 minute 14. Four additional lines of data were captured from timestamp day 0 hour 0 minute 0 through day 0 hour 5 minute 39. A pump stop due to a complete loss of power was captured on day 1331 hour 9 minute 14. No other atypical events were captured. The pump functioned as intended. The account communicated that the patient¿s controller was not exchanged. The patient was asymptomatic. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 05jun2018. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) (rev. C) is currently available. This document lists potential adverse events that may be associated with the use of the hmii lvas. The hmii lvas IFU and patient handbook address all visual and audible system alarms, as well as how to respond to each alarm condition. The alarms and troubleshooting section of the hmii IFU gives an in-depth overview of all alarms, how they are triggered, and how to respond to an alarm(s). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the patient was also admitted for infection. The patient was discharged on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a pump stop due to loss of power; however, a specific cause for this finding could not be conclusively determined. A direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported psychiatric episode could not be conclusively established through this evaluation. The patient experienced alarms from the controller during power source changes, and the decision was ultimately made to exchange the controller. The patient also developed a psychiatric episode on (B)(6) 2022. It was a low but undeniable possibility that the psychiatric episode was related to the device. A review of the log files found intermittent power cable disconnect alarm flags; refer to the controller investigation regarding these findings. A pump stop was also captured due to complete loss of power. The pump otherwise operated at the fixed speed without issue until the controller was disconnected for a controller exchange. The system appeared to be operating as intended, and there were no other notable alarms active in the log files. The patient underwent a pump exchange on (B)(6) 2023 (MFR # 2916596-2023-04914). The heartmate ii lvas instructions for use (IFU) lists potential adverse events that may be associated with the use of heartmate ii lvas. The IFU and patient handbook provide information on system alarms, as well as the appropriate associated actions. The patient handbook also lists examples of emergencies and what actions to take, including when the pump has stopped. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. B, is currently available. Section 1 ¿introduction¿ of this document lists potential adverse event that may be associated with the use of heartmate ii lvas. Section 7 ¿alarms and troubleshooting¿ contains information regarding visual/audio alarms, and what action(s) should be performed when they occur. The heartmate ii patient handbook, rev. D, is currently available. Section 5 ¿alarms and troubleshooting¿ contains information regarding system alarms and the proper actions associated with them. Section 8 "handling emergencies" lists examples of emergencies and what actions to take, including when the pump has stopped. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient's infection was due to covid-19.